Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that an alert was detected for the right atrial automatic threshold (raat) suspension and right ventricular automatic threshold (rvat) suspension. Boston scientific technical services (ts) reviewed device data and determined the raat was unsuccessful to measure the threshold due to the rate being too high, intrinsic beats, respiration and low evoked response (ER). The trend suggests, perhaps that there were changing patient factors involved. Boston scientific ts recommended an in-clinic visit with the patient to further evaluate the device. Additionally, the patient was fully evaluated in the clinic and it was determined that the rhythmiq (algorithm feature) was interfering with the atrial threshold as the timing appeared odd and v pacing kept occurring. Boston scientific ts advised that it was most likely due to premature atrial contractions (pacs), which made the atrial threshold suspend and caused the test to be unsuccessful. The test worked perfectly with a faster rate in aai (single chamber atrial pacing on demand). There is no action required and the patient will continue their routine clinic follow ups. This pacemaker remains in service and there were no adverse patient effects reported.